Event description:
Per the clinic, the patient experienced poor performance and pain with the device. The patient has permanently discontinued use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.